Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The right ventricular (rv) lead was found to have exhibited a rise in shock impedances. At implant, the shock impedances were 72 ohms, but further review found that in july the values were 122 ohms and in march, impedances were 123 ohms. These values are still within normal limits, but the data did not contain the most recent impedance values and the crt-d was programmed to beep if values were out of range. The patient was brought in and commanded shocks were performed. At this time, the patient is being monitored and the products remain in service. The alert limit was also increased. No additional adverse patient effects were reported.